Event description:
It was reported that premature battery depletion was observed on the pacemaker. The pacemaker was explanted and replaced.

Event description:
New information received noted patient was stable before, during, and after the replacement procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A malfunction based on analysis was found. The device was received with normal telemetry communication and normal output due to low battery voltage. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating at the elective replacement indicator (eri) voltage consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.